Manufacturer narrative:
The affected device was not returned so evaluation could not be performed on the affected device. An inventory evaluation was not performed because the part number was not reported.

Event description:
The customer alleges that "would not turn on." No other details were provided and no patient injury reported.